Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Onsite investigation was preformed and the reported behavior was replicated during system checkout. Replacement of the computer resolved the issue. No further issues were reported. Replaced computer was not returned to manufacturer for analysis, therefore, no findings are possible. A full system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that while testing the navigation system, the computer froze during boot up. There was no patient present when this issue was identified.